Event description:
It was reported that the clip lock was part of an upcoming fca. To use the stimloc, the clip lock had to be removed and swapped with a compliant clip lock. They swapped out the clip lock from the 924256 and replaced with a clip lock from accessory kit 3550s-01. Also, when engaging the torque wrench, it would spin freely and not torque when at desired pressure. The surgeon checked to make sure the torque wrench was engaged correctly and tried again, but it would still not ¿click¿ when tight. Another torque wrench was used and it worked perfectly fine. The issue was resolved. 2021-jun-15 email (rep, for): no new information.

Manufacturer narrative:
Continuation of d10: product ID 924256 lot# 082207920a serial# implanted: explanted: product type accessory product ID neu_wrenc h_acc lot# serial# unknown implanted: explanted: product type accessory correction to show full event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 924256 lot# 082207920a serial# implanted: explanted: product type accessory product ID neu_wrench_acc lot# serial# unknown implanted: explanted: product type accessory h3: analysis of the stimloc had shown that it was malformed. There was excess nylon on the materials edge that exceeded >0.005" specfication. H3: analysis of the torque wrench had shown that it passed all laboratory testing and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Other relevant device(s) are: product ID: neu_wrench_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when engaging the torque wrench, it would spin freely and not torque when at desired pressure.¿the surgeon checked to make sure the torque wrench was engaged correctly and tried again, but it would still not click when tight. Another torque wrench was used and it worked perfectly fine. The issue was resolved.